Event description:
The reporter indicated that a 13.2mm vticmo13.2, -12.0/2.5/094 (sphere/ cylinder/ axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).